Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump received message that the bolus was not delivered. The customer also reported that the insulin pump shut off during prime. The customer's most recent blood glucose was 22 mg/dl at the time of call. The customer stated that they were able to turn the insulin pump on. The customer stated that the insulin pump was still timing off after troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case, case cracked behind the pump near the battery compartment, cracked battery tube threads, pillowing keypad overlay, and minor scratched lcd window. Device powered up properly after battery installation. No blank display noted. Device passed the rewind test, prime test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement however, unable to perform the displacement test, occlusion tests, or verify bolus anomaly due to missing retainer. Device was monitored for two days and no unexpected blank display or backlight anomaly noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection.